Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed. Device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, x-rays, pathology report, operative reports and progress notes are needed to fully investigate the event. If further information and/or device become available, this investigation will be re opened.

Event description:
It was reported that patient's left hip was revised due to pain and a pseudo-tumor.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that patient's left hip was revised due to pain and a pseudo-tumor.